Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was an in-stent restenosis located in the mid right coronary artery (rca) with 80% occlusion at the ostium. The anatomy was also heavily tortuous and heavily calcified. After pre-dilatation with a mini trek 1.5 x 12 mm balloon and a trek 2.5 x 12 mm at 14 atmospheres (atm), the lesion still could not open at all and the physician felt that it could be due to the heavy calcification. Then an nc trek 2.75 x 12 mm balloon was advanced to cross the lesion. However, it crossed half of the lesion and could not be advanced further, therefore, it was inflated half way across the lesion. After deflation, the balloon was attempted to be advanced further across the lesion, however, it still could not cross. During this attempt, the proximal shaft, near the hub, became kinked and then separated. Then an nc trek 2.5 x 15 mm balloon was attempted to cross the lesion; however it also was not able to fully cross the lesion. It was inflated half way across the lesion, but still the lesion was not fully opened. As the lesion could not be opened, the patient was recommended for surgery. There was no clinically significant delay of procedure reported. There were no adverse patient effects reported. No additional information was provided.